Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported the lens to have rotated and was found to be the incorrect power. The lens was exchanged for another model.